Event description:
It was reported that the 9600+ system failed to boot up and displayed a bad iris calibration error. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Performed an iris calibration. The system was tested and found to be working as intended and placed back into service.